Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system turned blue without prompt from the user. Restarting the navigation system restored functionality, but an imprecision was noted. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the system checkout was documented in follow up MDR 1 under regulatory report # 1723170-2018-04756. Testing revealed that the system performed as intended. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.